Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl. It was reported that, on (B)(6) 2026, the patient went to have a brain magnetic resonance imaging (MRI) and when they got in, the pump felt like it was trying to come out of her stomach and was jerking her entire body. The patient stated that the pump was "pulling so bad", so they "hit the button" immediately and they pulled them out and asked what was going on. The patient told them that they called the research team again and they said it was completely fine, that some people had some side effects and as long as they were comfortable, they could try again. The patient said they tried to last long but it was "literally pulling so hard" that their body was shaking and they pump was pulled so hard again so they had to stop. The patient was supposed to go on 2026-05-14 for a lumbar and thoracic MRI with or without contrast, which was scheduled for 2 hours and they spoke to someone on that morning and told the x-ray technician what was happening and was told that this was an adverse effect and to call the manufacturer. The patient confirmed that the pump was working correctly and they were able to give themselves a bolus as soon as they got home. Patient services reviewed MRI conditions and the patient was redirected to their hcp to further address the issue. Patient services also provided the patient the number to the national answering service (nas) for the hcp to call to schedule a manufacturer representative (rep) for the next MRI appointment. The patient would call back if further assistance was needed. Additional information received from an hcp indicated repeated information about the patient experience at the MRI on (B)(6) 2026. Technical services reviewed MRI labeling. The hcp stated that the MRI was done at a different facility so they were unaware on the specifics of the scan or if labeling was followed. The patient was told that "it was a new magnet" when the MRI was done on(B)(6) 2026. Technical services reiterated that labeling should be followed if another MRI was done.

Event description:
Additional information was received from the healthcare provider (hcp) stating there were no actions taken to resolve the issue and the issue did not resolve. The cause is unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.